Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level sensor alarms were going off randomly during case. There was plenty of fluid in the reservoir. The customer has identified that the coating on the sensors have begun to deteriorate. The device was not changed out, as the customer turned off the alarm, moved the sensor around as this usually worked. If not, they sometimes had to shut off the alarm. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The reported issue has happened off and on for the past several weeks. In the beginning, the customer would use the gel from the sensor pads when they attached the sensor. As the deterioration continued, they had to use the gel from the tube (ultrasonic sensor gel was being used). The customer does use both red and yellow sensors for cases. This complaint is related to MDR # 1828100-2013-00727.